Event description:
Same case as MFR ID # 2134265-2013-01983, 2134265-2013-02082. It was reported that during a intervention procedure, a wire break and detachment occurred. The target lesion was moderately tortuous and moderately calcified lesion below the knee (btk). As the v-14 control wire was advanced to the target lesion the tip of the wire broke and detached. This occurred with three different v-14 wires. Two of the detached wire tips were removed with a snare device, the third detached tip was trapped with a stent implant. The procedure was completed with a v-18 wire. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - only one section of the wire was returned (proximal section), and presented kinks along the body. All the outer diameter measurements were within device specifications. The returned device was sent for external analysis to determine the fracture failure mode. The (B)(4) lab revealed that the two sections of interest, the external wire and the core wire. Both regions present evidence of bending with a final tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-01983, 2134265-2013-02082. It was reported that during a intervention procedure, a wire break and detachment occurred. The target lesion was moderately tortuous and moderately calcified lesion below the knee (btk). As the v-14 control wire was advanced to the target lesion the tip of the wire broke and detached. This occurred with three different v-14 wires. Two of the detached wire tips were removed with a snare device, the third detached tip was trapped with a stent implant. The procedure was completed with a v-18 wire. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).